Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had a frayed cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) received following additional information from initial reporter: the reported 8mm prograsp forceps instrument was available for return to isi for evaluation. Patient information could not be released by reporter.